Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 68mg/dl, 126mg/dl and 70mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.